Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018, due to an infection and hypertrophic scarring at the implant site. During the procedure, the scar tissue was removed. It was reported that since the procedure, the patient is doing well and there is no infection present; however, the wound is healing slowly. The patient will continue to be clinically managed by their healthcare provider.